Manufacturer narrative:
User reported discrepancies between bg and sg readings. There was only limited data available in the dms, thus a complete evaluation of the system performance could not be conducted. Based on the available data, it was indicated that the user did not complete the initialization phase in time with a calibration expired alert observed. At the time of interaction, the user had a transmitter firmware upgrade available. As part of a troubleshooting measure, customer care advised the user to perform the upgrade and re-link their sensor to allow the system to reinitialize and converge faster. System reinitialization occurs as part of the upgrade process, which clears the calibration buffer and allow the system to converge faster. The user successfully located and completed the firmware upgrade and associated next steps. After the upgrade, the user was advised to continuously use the system so it can be monitored. Further follow-up with the user was not possible as the user remained unresponsive to multiple contact attempts, but dms indicated that the user was actively using the system with current data.

Event description:
On april 10th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.